Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (mixed dyslipidemia and type 2 diabetes mellitus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 5 years and 3 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was reported to be stenotic. The patient was symptomatic with chest pain and heart failure. The mean/peak gradients were between 35-50 mmhg and the valve area/index was between 0.5-1.0 cm2. The patient subsequently underwent a successful valve-in-valve tavr procedure with a 23 mm sapien 3 ultra resilia valve. Additional information was received indicating that approximately 6 months prior to the valve-in-valve tavr procedure, the patient reported chest pain with exertion, shortness of breath (sob), dyspnea on exertion (doe), and orthopnea. Approximately 6 days prior to the valve-in-valve tavr procedure, the patient was hospitalized with exertional sob, chest pain, and bilateral left lower extremity (lle) swelling. A transthoracic echocardiogram (tte) was performed and revealed an aortic valve area (ava) of 0.6 cm2. Medical records were received for evaluation. According to the medical records received, a transthoracic echocardiogram (tte) was performed and the tte showed a bioprosthetic aortic valve with elevated gradients, stenosis and regurgitation. The aortic valve (av) mean gradient was 27 mmhg and the ava was 0.6 cm2. It was reported that the patient had presented with worsening shortness of breath on exertion likely related to the bioprosthetic valve stenosis.